Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage during centrifugation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage during centrifugation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during centrifugation with 2 bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml the tubes broke. There was no report of patient or user impact. The following information was provided by the initial reporter: two tubes 362780 broke in the centrifuge.